Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic endotak transvenous defibrillation lead system was oversensing resulting in pacemaker inhibition in a pacemaker dependent patient. The physician could reproduce the oversensing with pocket manipulation. During an invasive procedure, insulation damage to the chronic lead was noted on the pace-sense part of the lead. The lead was capped and it was reported that the ICD was removed because it had an old design header. The system was replaced.